Manufacturer narrative:
The product is available, but has not been received as of the initial report. Additional info will be submitted within 30 days of receipt.

Event description:
The balloon 2.5 x 15mm was prepped and dipped in saline as inserviced. It was loaded on a whisper wire. In the guiding catheter, 10cm from entering the vessel, the physician was not able to advance the balloon any further over the wire. The physician decided to remove the balloon over the wire and encountered tremendous resistance while removing it from the guide catheter. When the balloon was removed from the co-pilot valve, the balloon was not on the shaft. The whole system was removed and the balloon was recovered, bunched up on the wire.